Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat mixed incontinence with stress urinary incontinence, fecal incontinence with known anal sphincter defect and symptomatic rectocele. It was reported that the patient had the concurrent procedures of anal sphincteroplasty and posterior colporrhaphy performed during mesh implantation. It was reported that following insertion the patient experienced pain, urinary/bowel problems, fistulae, bleeding, and dyspareunia. On (B)(6) 2011, the patient underwent an interstim implant (and excision of ¿dense fibrosis, calcification, focal bone formation¿due to refractory urge incontinence. It was reported that the patient underwent a procedure (B)(6) 2011 (post-accident ¿with her external cord which got pulled on rather abruptly¿ post -interstim implant). (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.